Event description:
The customer observed (B)(6) results on the prism analyzer. There was no specific data provided, however, for the month of (B)(6), they recorded 55 initial (B)(6), 43 repeat (B)(6) and 4 confirmed (B)(6). They tested a total of 14,031 donations. There was no impact to patient management reported.

Manufacturer narrative:
An evaluation is in process. A follow up report will be submitted when the evaluation is complete. (B)(4). Note: this report is being filed on an international product, prism (B)(4) plus, list 3d34, that has a similar product distributed in the u.s, list 3l68.

Manufacturer narrative:
An evaluation is still in process. A follow up report will be submitted when the evaluation is complete.

Event description:
The customer observed 39 (B)(6) results on the prism analyzer. There was no specific data provided, however for the month of (B)(6) they recorded 55 initial (B)(6), 43 repeat (B)(6) (4 confirmed (B)(6)). They tested a total of (B)(6) donations. There was no impact to patient management reported.

Manufacturer narrative:
The customer tested (B)(4) donors with the prism (B)(6) o plus and 43 of them were repeat (B)(6). 4 of them were confirmed as correct (B)(6). Therefore the number of patients impacted should be 39 (and not 4 as previously reported), because 39 patients are (B)(6). An evaluation is still in process. A follow up report will be submitted when the evaluation is complete.

Manufacturer narrative:
Further investigation of the customer issue included a review of the complaint text, a search for similar complaints, a review of labeling and specificity testing. No adverse trend was identified for the customer's issue. Labeling was reviewed and found to be adequate. The product was not available for return. Specificity testing met all specifications. Based on all available information and abbott diagnostics' complaint investigation, no product deficiency was identified.